Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had reached eri. The decision was made to explant the device until the device reaches end of life. The device remains implanted with no adverse consequences reported after the event.